Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter with three-way valve connected to the inflation hub has been received for the evaluation. On the visual evaluation, the device appeared bloody and no other specific anomalies were noted. On the functional evaluation, the guidewire lumen was flushed using an in-house syringe and the water successfully exited out of the distal tip without any issue . Then the in-house guidewire has been inserted into the distal tip and exited out of the guidewire port without any issue. On further the balloon was inflated using an in-house presto inflation device to a nominal pressure and the balloon was able to maintain the shape and pressure. No evidence for the rupture noted on the device returned for the evaluation. Therefore the investigation for the reported balloon rupture has been unconfirmed for as the balloon was able to maintain the shape and pressure during the inflation and there is no evidence for the rupture noted on the device returned for the evaluation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), g3, h6(method). H11: h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at nominal pressure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at nominal pressure. There was no reported patient injury.